Manufacturer narrative:
(B)(4). Date sent: 8/13/2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any additional imaging performed since device implant and prior to explant procedure? Could you please share the images? Can you send us a copy of the preoperative xray images taken prior to the explant procedure? Did the patient undergo an MRI since the device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? If the explant procedure was recorded, could you share the recording? Did the patient have dilation of linx device since the implant? If yes, how many times and what size was it dilated to?

Manufacturer narrative:
(B)(4). Date sent: 9/8/2021. Photos was provided for review by ethicon medical safety officer. Following are their observations: I reviewed the additional information received regarding this complaint. This included a cxr on (B)(6) 2020, three barium swallows performed on (B)(6) 2019, (B)(6) 2021 and (B)(6) 2021 and two CT scans performed on (B)(6) 2020 and (B)(6) 2020. All the images showed what appears to be an intact linx device that had the proximal portion of the stomach herniated above the device. The device always appeared continuous, but the beads were always slightly separated even when deglutition was absent. The images were consistent with a device having been placed around the proximal stomach. However, the engineering assessment of the x-ray images taken on (B)(6) 2021 determined that the gap in the linx device appears to be larger than one link length, i.e. The device seems to have been discontinuous in vivo. Device analysis: the visual analysis found that the returned device had an exposed well ball paired with the washer trough hole of the adjacent bead. The affected washer through hole diameter was measured and was found to greater than the specification. The washer through hole was not concentric on the inner and outer edges of the hole. The through hole at the level of the smallest diameter was circular. Material displacement was not observed on the outer or inner surfaces of the washer through hole in the CT images. However, the images taken with an optical microscope and sem showed a small amount of material displacement on the outer edges of the washer through hole, presumably, from the weld ball pulling out of the through hole, dull drill during the manufacturing process by the supplier, etc. In addition the overall appearance of the surface of the washer didn't exhibit loss of shape. These observations indicate that the irregularity in the through hole was more likely due to the machining process at the supplier or forces applied during use than by a one-time excessive force.. Note, similar CT observations of through holes were noted throughout the device. Top view of the diameter of the exposed weld ball was measured. The diameter is within the specification. A small divot was observed on the weld ball which is a typical feature and is a result of the weld ball forming process. Review of the device dimensions of the two beads adjacent to the separated junction show a larger than specification washer through hole diameter. The paired weld ball was found to be within specification. A small interference was found between the diameters of the out of specification washer through hole and the corresponding exposed weld ball. It is presumed that a certain geometric combination of the weld ball and the washer through hole resulted in the device separation in vivo. The DHR for lot 20395 was reviewed. No ncs, defects, or reworks related to the product complaint were found. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. Additional information was requested, and the following was obtained: was any additional imaging performed since device implant and prior to explant procedure? Yes, most recently on (B)(6) 2021 a video esophagram with chest xray. ¿called pt to discuss results of veg done today showing that it appears stomach is herniating through linx device and it appears the linx maybe be disconnected in one area. Otherwise no abnormal findings. A surveillance esophagram test was performed (B)(6) 2019. It also appears the patient completed a CT chest wo contrast on (B)(6) 2020 and a pet CT ¿ skull base to mid-thigh on (B)(6) 2020. Could you please share the images? Yes, I can request a cd from the film library and mail it out to you. Can you send us a copy of the preoperative xray images taken prior to the explant procedure? I have attached the report of the video esophagram and chest xray(B)(6) 2021 here. Did the patient undergo an MRI since the device implant? If so, when was the MRI and what strength? Yes, the patient underwent a MRI foot left wo contrast on (B)(6) 2020 with 1.5 tesla MRI. Did the patient have any other surgeries in the area? No. If the explant procedure was recorded, could you share the recording? No, we don't record the explant procedures. Did the patient have dilation of linx device since the implant? No. If yes, how many times and what size was it dilated to? N/a.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2021.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2021. Additional information was requested, and the following was obtained: what was the implant date? (B)(6) 2018. What is the lot number for the linx device? 20395. Was ph testing performed prior to explant to confirm recurrent reflux? Yes. On (B)(6) 2021. 96 hr bravo demeester: 67.1, 23.3, 47.1, 66.6. After implant, was the device initially effective in controlling reflux? Yes, 3 months after surgery, it was noted ¿she is doing overall well, and although she continues to have chronic cough and bland regurgitation, her typical gerd symptoms are large resolves and she is satisfied with the outcome.¿ when did the recurrent reflux begin? (B)(6) 2021.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the implant date? What is the lot number for the linx device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that a linx device was explanted on (B)(6) 2021 due to recurrent endstage gerd.